Event description:
It was reported that during a rotator cuff repair, the footprint suture anchor was broken. All the broken pieces were removed from the patient with tweezers. The doctor took out the broken part under the microscope which resulting in an increase in the dosage of anesthetics. The procedure was completed with a s+n back-up device. Non-significant delay was reported, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately, and the anticipated risk level is still adequate. A review of the anchor drawing found the material is peek optima lt3 and has a number of critical features requiring inspection. A clinical/medical assessment found all the broken pieces were retrieved from the patient, the procedure was completed using a back-up device, and no patient injuries or adverse consequences were reported. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a rotator cuff repair, the footprint suture anchor was broken. All the broken pieces were removed from the patient with tweezers. The doctor took out the broken part under the microscope which resulting in an increase in the dosage of anesthetics. The procedure was completed with a s+n back-up device. Non-significant delay was reported, and no other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).